Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing on the lead pace/sense vector was observed during remote followup. It was planned to change the device mode to bypass the channel.